Manufacturer narrative:
Product evaluation: only a portion of the lens and one haptic was returned loose in a plastic bag with the fully assembled lens case. Blood and solution is dried on the lens portion returned. One haptic is broken in the gusset area (returned). The optic is cut into portions. A large portion of the lens containing the other haptic was not returned for evaluation. The returned cut portion of optic has multiple scratches. The observed damage is typical of insertion and removal. Iol product history records were reviewed and the documentation indicated the product met release criteria. A qualified associated product was indicated. The reported scratch was observed. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing assistant reported that during an intraocular lens (iol) implant procedure, it was discovered that the iol was scratched after it was implanted. This was not a cartridge problem, as the cartridge was used on a new iol. Additional information was provided by the initial reporter that the surgery was completed that day. There was no patient harm.